Event description:
On (B)(6): customer reports via phone that during a urology urodynamics procedure on (B)(6) male pt, the table movement froze up and they could not fluoro. Customer reports the pt was not on the table at the time the table movement froze and fluoro failed. The procedure is started with the pt on the table in the horizontal position, the pt is then taken off the table when it is tilted up into the 90 degree vertical position. It is at this point the table movement froze and fluoro failed. Customer reports the use of the urology table and fluoro is only one part of the urodynamics procedure, so this step was able to be by-passed and the procedure completed by the physician. Pt is fine. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.